Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "discomfort" and "broken device". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on feb 18, 2020 with lot number 2857677. Visual and microscopic analysis of the returned device identified: yellow biological tissue, an extended sharp opening with localized stresses induced on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks, fold creases and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported left side "discomfort" and "broken device". Device has been explanted.